Manufacturer narrative:
The following fields were updated with additional information: b5. It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no patient impact. Assays used: enteric bacteria panel the following information was provided by the initial reporter: false positive . Were the false positives on patient samples? Yes. What assay gave false positives (covid, staph, gbs, etc)? Bacteria test. Was confirmatory testing performed that determined results were erroneous? Yes, it was performed. Were any erroneous results reported to the doctors? No, it was not reported. H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they are receiving false positive results. Field service was dispatched. Field service cleaned the instrument, cleaned the heater mux board and the reader. Field service performed calrack and reader health check. Field service performed ratio check and qc test. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as there were no hardware defects noted. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no patient impact. Assays used: enteric bacteria panel. The following information was provided by the initial reporter: false positive. Were the false positives on patient samples? Yes. What assay gave false positives (covid, staph, gbs, etc)? Bacteria test. Was confirmatory testing performed that determined results were erroneous? Yes, it was performed. Were any erroneous results reported to the doctors? No, it was not reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. There was no patient impact. The following information was provided by the initial reporter: false positive. Were the false positives on patient samples? Yes. What assay gave false positives (covid, staph, gbs, etc)? Bacteria test was confirmatory testing performed that determined results were erroneous? Yes, it was performed. Were any erroneous results reported to the doctors? No, it was not reported.